Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/29/2014 with the following findings: there was a call service alarm observed in the pump histories. The pump successfully completed a rewind, load and prime sequence without an alarm. The battery cap was not returned with the pump, so a test cap was used for testing. Unrelated to the original complaint, there was moisture damage to the pump so further testing could not be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.